Manufacturer narrative:
The investigation into the high purge pressure and the access site bleeding ¿ major issues has been completed since the original report was filed. The pump was returned for investigation. Product evaluation did not confirm the presence of any abnormalities. Additionally, the introducer was not returned for a visual inspection. Data log analysis confirmed the presence of purge related alarms and trends that resolve after tpa was added. The cause of the high purge pressure was biomaterial. The cause of the access site bleeding was patient condition related.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a 36-year old male patient was electively implanted with an impella cp for mechanical circulatory support. While on support, the patient developed oozing at the access site, and a high purge pressure alarm was generated. Medical staff managed the bleeding with additional sutures. Medical staff administered two units of fresh frozen plasma, four units of platelets, seven units of packed red blood cells, and two units of cryoprecipitate. The patient remains on support.